Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as loss of consciousness, sweating, "low glucose episode". The customer was unable to self-treat and required third-party treatment of oral glucose provided by healthcare professional and non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. Sensor kit expiration date was determined to be 31-oct-23. Medical event date of this issue was 10-jun-24, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced symptoms described as loss of consciousness, sweating, "low glucose episode". The customer was unable to self-treat and required third-party treatment of oral glucose provided by healthcare professional and non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.